Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.update 9/30/15-pfs and medical records received.after review of the medical records for MDR reportability, the revision operative note indicated loosening of the acetabulum, metallosis,and leg length discrepency. Part and lot numbers are being added to the liner and head.the acetabulum cup was reported to be "too anteverted". The cup, screw, and stem are being added. No cobalt or chromium labs provided for alleged high ions. The patient alleges clunk, but there is no mention within the medical records provided. The complaint was updated on:27 oct 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).